Event description:
It was reported that this pacemaker system exhibited alerts for out-of-range (oor) lead measurements on the non-boston scientific right atrial (ra) lead, while the non-boston scientific right ventricular (rv) lead has been low oor since implant. On april, an automatic safety switch (lss) from bipolar to unipolar mode occurred due to oor low measurements on the non-bsc ra lead. Latitude review showed ra impedance trending down from 220-230 ohms to <200 ohms, prompting lss, with a second switch. Rv impedance has remained <200 ohms. Atrial tachy response (atr) events revealed noise during unipolar sensing. Programming split configurations with unipolar pacing and bipolar sensing was discussed to reduce oversensing and inappropriate atrs. Currently, this product remains in service and no adverse patient effects were reported.